Event description:
Pt fell and dislocated, found soft tissue torn, osteolysis and polyethylene wear.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Although unavailable for eval, it would not be unreasonable to expect poly material wear after nearly 13 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since 2001. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.